Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced low blood glucose on (B)(6) 2026 which leads to hospitalization and was treated by intake of juice. The patient was in the hospital for less than 24 hours.